Event description:
It was reported that patient in clinical study underwent total hip arthroplasty 2003. Subsequently, revision procedure was performed 2006 due to loose acetabular components with osteolysis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unk this report filed september 22, 2008